Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 11th june 2010. Experience has shown that it is reasonable to conclude that devices returned with the symptoms of device switching itself on may be attributed to membrane failure. In this case, the random nature of the events stored in the memory and the 10 minute time outs would confirm a failing membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
French fsca device no reported fault. Defect found after investigation.